Event description:
It was reported that the device was used during a gastric bypass. It was reported that the surgeon fired the device and the result was a malformed staple line. There was no consequence to the pt.